Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that the short spinous process clamp needed to be replaced due to the part not gripping firmly. No patient was present during the time of the reported incident.